Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter took more than 30 minutes to drained the sterile distilled water once injected at the time of cuff check before insertion. When the water was injected again, the water could not be drained at all, so the foley catheter was not used. Per notification from investigator on 12apr2022, asymmetrical balloon was found during sample evaluation. Per notification from investigator on 15apr2022, leaking was observed from underneath the foley catheter cap was found during sample evaluation.

Event description:
It was reported that the foley catheter took more than 30 minutes to drain the sterile distilled water once injected at the time of cuff check before insertion. When the water was injected again, the water could not be drained at all, so the foley catheter was not used. Per notification from investigator on 12apr2022, asymmetrical balloon was found during sample evaluation. Per notification from investigator on 15apr2022, leaking was observed from underneath the foley catheter cap was found during sample evaluation.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 samples were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing silicone foley with balloon inflated. Visual inspection of the sample noted three-way temp sensing foley inflated with sterile water; with syringe attached attempt to remove sterile water but the balloon did not deflate. Dissected balloon to find inflation notch perforated correctly . This is considered a failure stating that "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Also noted asymmetrical balloon with concentricity was observed to be 100.0. This does not meet the specification "balloon symmetry shall not exceed a ratio of 70:30 when measured form the side of the shaft.". A potential root cause for this failure mode could be, ¿high balloon gauge¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.